Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room for unknown reason. Upon interrogation, the right ventricular lead exhibited elevated capture. The lead was capped and replaced. The patient was in stable condition post operation.